Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Per the instructions for use (IFU): patients are instructed to always keep a spare set of fully charged batteries available at all times, beyond the two (2) power sources that are currently connected to the controller. Per the instructions for use (IFU): patients are instructed to always keep a spare controller available at all times. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report. This is one of three reports (3007042319-2015-01413, 3007042319-2015-01414 and 3007042319-2015-01415) submitted for devices related to the same event.

Manufacturer narrative:
The controller and cac adapter were returned for analysis. Various analyses were conducted and reviewed in order to evaluate the performance of the controller and controller ac adapter in relation to the reported event. System testing did not indicate any abnormal operation of the controller and cac adapter. Both passed visual and functional testing. Both ports performed proper mating and lock actions when the power sources were connected. The reported event was confirmed via review of the controller log files, which revealed multiple power switching events. Additionally, log file analysis revealed several critical battery alarms. The most likely root cause of the reported power switching event may be a combination of a communication error between the controller and batteries and six batteries with the potential to malfunction due to faulty internal cell pairs. Investigation into this type of issue has been initiated via the corrective actions/preventive actions process by the manufacturer. Heartware will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. This is one of three reports (3007042319-2015-01413, 3007042319-2015-01414 and 3007042319-2015-01415) submitted for devices related to the same event.

Event description:
It was reported by the vad coordinator that the patient experiences multiple switches between the ports. The switches often disturb the patient's sleep at night because of the multiple switches between ac and battery/battery-battery, which also beep. All peripherals including the controller were exchanged and will be returned to the manufacturer. There were no effects to the patient reported during the exchanges of the peripherals. No further information is available at this time. Investigation is in progress. This is report 1 of 3.